Event description:
It was reported by the patient that he is unable to inflate the cylinders of his inflatable penile prosthesis (ipp) device because the pump is stiff. The patient also feels that his pump is stuck to his right testicle and the tubing is wrapped around it. He has brought his concerns to his physician, but the physician advised the patient to continue practicing using the pump, and that the pump would detach from the testicle on its own.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.